Event description:
It was reported that the implantable cardioverter defibrillator (ICD)  had suspected early battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The daily battery voltage trend data showed battery voltage of 2.666 to 2.654 between (B)(6) 2013 before recommended replacement time (rrt) of less than or equal to 2.6251 volt. (B)(4).

Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.